Event description:
On day 1, the chemistry laboratory received a call from the licensed care provider overseeing the patient's results for troponin-t (tnt) levels. The provider requested for specimen #1 to be repeated. The reported result on this specimen was 0.05 ng/l. Of note, the patient also had another specimen analyzed for tnt levels #2 on the same day, which was resulted as <assay range, 0.01. The initial result for specimen #1 was reported after analysis on the roche cobas 601 e-module on the e1 measuring cell, on line #1 (601 e1-1). The first repeat analysis of this specimen occurred on the cobas 601 module on line #3, which gave a result of <assay range, 0.01. The same specimen was repeated again on the module on line #1, which generated a result of 0.06 ¿g/l. As soon as maintenance was complete on line #2, the specimen was analyzed on the 601 module on that line. This produced a result of <assay range, 0.01. It was, thus, determined that line #1 was malfunctioning and patient testing was discontinued on that line. The initial result of 0.05 ¿g/l for the patient was corrected in the medical record to <assay range, 0.01 and the correction was communicated to the patient's nurse. The following steps were performed according to laboratory protocol in order to troubleshoot the malfunction on line #1: 1) the troponin-t assay was recalibrated twice, which resulted in calibration errors. Another calibration was performed using a new tnt pack, which also resulted in a failed calibration. 2) a cleaning procedure was performed on the line 1 601 module. Calibration was attempted again on tnt and myoglobin, resulting in another failed calibration. We did not recalibrate tsh or free psa since calibrations on tnt and myoglobin continued to fail. 3) roche technical support was called on day 2. While troubleshooting with the roche representative, a dripping sipper probe was discovered on the line 1 601 module. The roche representative advised to mask the module until roche service engineers arrived on site. 4) all patient results reported from line #1 after qc was performed on day 1 were reviewed by the technologists operating the analyzer. Upon their review, they noted that the last "<assay range, 0.01" result was reported at 11:03am. It was decided that all specimens analyzed between 10:56am and 6:50pm on the 601 e1 measuring cell on line #1 were to be repeated for tnt levels. The technologists did not repeat the other analytes that were performed on measuring cell 1 (i.e. Tsh).5) all the affected results were corrected in the medical record and were communicated to the appropriate providers by the technologists. The pathology resident on-call was also notified of this event and assisted in calling corrected results to the providers.6) the roche service engineers arrived on-site on day 2 to analyze and troubleshoot the erroneous reporting of results on the 601 e1 measuring cell on line #1. According to the service report, the problem was described as an "extremely dirty sipper flowpath causing signal suppression". According to the report, the solution to the problem was to "triple-clean the flow path". According to the staff, the tubing was also changed. This was not included in the service report. After cleaning was complete, the assays were calibrated successfully, qc was analyzed and was within acceptable limits, and line #1 was deemed operational. Nine patient crosschecks were performed successfully between line #1, line #2, and line #3 for tnt and tsh assays before resuming testing on line #1(data attached).upon further investigation on this date, it was noticed that the majority of affected tnt results were falsely elevated when the repeat value was "< assay range, 0.01," but were falsely decreased when the result was within the analytical range of the assay. Manufacturer response:this event was communicated to the roche service manager, on day 4 by the chemistry technical director. The effects of this malfunction were emphasized, particularly how reporting falsely elevated tnt results could have serious consequences on patient management. The roche service manager was asked to provide feedback as to how this could be prevented from happening in the future. He requested to provide feedback after his meeting with roche field service engineers.on day 5 the chemistry laboratory implemented the following interim procedure to prevent the reporting of erroneous tnt results: at 4 hour intervals, a negative tnt pool and a low-end tnt quality control (qc), will be analyzed on the device (measuring cell 1), on all three lines. The results of the negative tnt pool and low-end (qc) will be recorded on a spreadsheet and signed-off by the technologist and supervisor. A negative result (i.e. <assay range, 0.01) will be considered acceptable for the negative pool and results within 2sds of the measured mean will be considered acceptable for the low-end (qc). The day shift will be analyzing the two levels (i.e. Negative and low-end) of qc at approximately 8am and 12pm. The evening shift will be analyzing this qc at approximately 4pm and 8pm. The night shift will be analyzing this qc at approximately 12am and 4am. These qc checks will be run in addition to the regular 24hr scheduled qc, that examines a low, mid, and high tnt level. It was decided to more frequently monitor tnt (q 4 hrs vs. Q 24 hrs) as an indicator that measuring cell 1 of the e-module was functioning properly. On day 11 the laboratory's technical specialist from roche contacted the chemistry technical director to provide feedback on preventative measures. The only recommendation suggested was to have a roche service engineer change the e-module pinch valve tubing every 3 months. This is currently performed by trained technologists, at the specified time intervals.